Event description:
It was reported that the device did not work normally with the hand switch. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.